Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported incorrect data. The fse clarified the tidal volumes are low and the device alarmed high pressure. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Resolution and disposition: the fse reported the customer declined repair. No parts were replaced. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.